Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the ocular cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ocular. In addition, we confirmed that the light guide cable twisted; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.